Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet insulin pump was dropped by the user, resulting in a cracked display screen consistent with a device mechanical damage to the enclosure/display component and impaired usability. Symptoms included no patient injury or clinical effects. Outcomes included a replacement device being provided and instructions for data sync, device shutdown, return shipping, and re-initiation of setup with continued cgm use on phone or receiver. Investigation included complaint intake, user interview, and logistical review for replacement. Investigation of this case revealed a damaged screen due to accidental user handling, with no evidence of product malfunction or performance failure of internal therapy delivery components. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.